Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7130101 / 7130266.

Event description:
It was reported that the patient experienced severe pain at the incision sites following the implant procedure. The patient was prescribed pain medication.

Event description:
It was reported that the patient experienced severe pain at the incision sites following the implant procedure. The patient was prescribed pain medication. Additional information was received that the patient lost coverage and also experienced uncomfortable and inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the right lead was replaced and placement was adjusted to recover coverage. The patient was doing well postoperatively and the explanted lead was discarded by the medical facility.